Event description:
A customer observed false high trop I results for a pt sample tested on a vitros eci analyzer. The biased result was reported to the physician however the physician questioned the result. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Note: this 3500 form (MDR# 9680658-2008-00014) is a duplicate of MDR 9680658-2008-00015 with the exception of the device. One pt sample is involved in the event that was run on two different assays (trop and ckmb).

Manufacturer narrative:
Investigation of this event concluded that the instrument was operating as intended. The most likely root cause of this event is an unk sample interferent related to the pt's disease state.